Manufacturer narrative:
(B)(4).

Event description:
It was reported that during removal of the reactiv8 system, the patient was unable to remain still on the operating table while under monitored anesthesia care (mac) and could not be transitioned to general anesthesia. The implantable pulse generator (ipg) was removed; however, the procedure was subsequently aborted, and the two leads were left in place. The patient later underwent a second procedure, during which the two leads were successfully removed under general anesthesia. There was no report of patient harm or injury, and no allegations regarding device functionality. This event was reported because the patient required a secondary surgical procedure to remove the two leads. The device history record of the ipg and leads was reviewed. No relevant nonconformance's were found. No device is being returned for analysis.